Event description:
It was reported during a da vinci surgical procedure, that the mega needle driver instrument's wire broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at wrist. Other cables at the wrist were not damaged. Additional observations found the instrument distal pulley had mechanical indentations/burrs. There was an indentation at the inner edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the mechanical indentations/burrs may be due to mishandling/ misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken grip cable if to recur could cause or contribute to an adverse event.